Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the balloon rupture cannot be confirmed as the delivery system was not returned for evaluation. Patient factors (heavy calcification) likely contributed to the balloon rupture during valve deployment and the withdrawal difficulties encountered while removing the delivery system through the sheath. The minimum required vessel diameter for a 14fr esheath is 5.5mm. Information concerning the patient¿s access vessel mld and degree of calcification and tortuosity was not provided. Procedural factors (manipulation of the devices), in additional to patient factors (vessel mld, calcification, tortuosity, frailty) likely contributed to the tear in the femoral artery and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As report by our edwards lifesciences affiliate in (B)(4), during the deployment of a 26 mm sapien 3 valve, the commander delivery system balloon ¿exploded¿. The valve functioned properly with trace paravalvular leak observed. Post valve deployment, when the rapid pacing was stopped, the patient had ventricular fibrillation (vf). The patient was cardioverted and recovered. During the removal of the delivery system, withdrawal difficulties were encountered and the delivery system ¿got stuck¿ in the distal part of the esheath. Following the attempts to remove the delivery system, a tear in the femoral artery was noted. Information concerning the repair of the access vessel was not provided. Unfortunately, the patient expired during the procedure. The native annular valve area measured 504 mm2 by CT. The patient was reported to be ¿very frail¿ and ¿very calcified¿. Information concerning the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. The delivery system was discarded and is not available for evaluation.